Manufacturer narrative:
Devices were not returned to MFR for eval. The device history record review provides assurance the part was accepted with conformance to the product requirements.

Event description:
Revision due to early loosening. Pt began having pain with standing and walking at 3 months. Surgeon stated that exposure to the joint during index procedure was extremely difficult due to limited flexion.